Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the maxplus extension set leaked in the ER. There was no harm.

Event description:
It was reported that the maxplus extension set leaked in the emergency room after connecting it to the IV catheter. It was further confirmed during follow-up, that there was no patient harm as a result of this event.

Manufacturer narrative:
Supplemental created to revise to nurse and to yes/healthcare professional.